Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2002 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high pacing impedance and experienced a high number of short interval counts (sic). A new implantable pacing lead was added to the pace/sense portion of the rv lead and it remains in use. No patient complications have been reported as a result of this event.